Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v294701, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient experienced no stimulation sensation ¿since two days prior, yesterday it stopped.¿ a power on reset condition was reported in addition to a ¿call your doctor¿ icon. Stimulation could not be adjusted. Additional information has been requested, a follow up report will be sent if additional information is received.